Event description:
An initial total bilirubin result of 0.1 mg/dl was produced on this analyzer and auto released. The sample was rerun for verification on a different analyzer, and a result of 14.0 mg/dl was recovered. The pt result was then adjusted to reflect this valid result. User states she does not believe the pt was treated based on the erroneous result, since the floor called and questioned its validity. The field service rep determined there was an issue with the ultra sonic mixer and replaced it. Performance tests were performed.